Manufacturer narrative:
(B)(4). Eighteen days after initial onset of the peritonitis the patient's peritoneal dialysis (pd) catheter was removed and dianeal therapies were withdrawn. At the time of this report the patient was not recovered from the peritonitis and not responding to the peritonitis treatment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain, vomiting, and cloudy effluent as a result of the peritonitis. Treatment information was not reported. The patient was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.